Event description:
It was reported power on reset occurred while the device was still in the original packaging. The message was cleared but upon reprogramming, there were no dual chamber or atrial modes available. The device was returned to the manufacturer, analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) functional testing revealed anomalous conditions. A high current drain was shown associated with a pacing and regulator ic (integrated circuit). The hybrid and the pacing and regulator ic were damaged during repackaging of the ic. The root cause could not be determined.